Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle fell off and unable to safely secure. The following information was provided by the initial reporter: one of our nurses was giving an injection using a bd eclipse needle 25g 1 ½ inch. During the injection, the safety device fell off and she was unable to safely secure the needle post-injection.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09-sep-2022. A device history review was conducted for lot number 1204253. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, three representative samples were submitted to aid in our investigation. During visual analysis and functional testing of the returned units, our engineers were unable to identify any detectable damage or other abnormalities. Unfortunately without the ability to review the reported non-conformance our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle fell off and unable to safely secure. The following information was provided by the initial reporter: one of our nurses was giving an injection using a bd eclipse needle 25g 1 ½ inch. During the injection, the safety device fell off and she was unable to safely secure the needle post-injection.